Event description:
The surgeon attempted to place the insert into the cup. The insert would not seat. Another insert was available and was seated successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The evaluation results could not verify the reported complaint and suggest that this event is not device related but rather is associated with intra-operative technique.